Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin began leaking from the cartridge during the fill tubing process. Customer's blood glucose level was not adversely impacted. Reportedly, the customer successfully loaded a new cartridge onto the pump.